Manufacturer narrative:
No unexpected battery alarms were noted during testing. The insulin pump had a blank display due to a severely corroded battery cap contact. The insulin pump was tested with a test battery cap and powered on properly. The insulin pump passed displacement test and off no power test. The operating currents were within specification. The insulin pump had a cracked display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone, the insulin pump had turned off with no explanation. Customer state it took three batteries before it came back to normal. Customer doesn't know blood glucose level at the time the issues occurred. The insulin pump had alarmed battery out limit prior the device shutting off. Insulin pump also had a failed battery test alarm in the alarms history. Troubleshooting was performed. No damage or corrosion was noted in the battery compartment and its components. Customer then was advised to insert a new battery and customer stated the display did return. Customer was then advised to clean the battery compartment and components. She inserted a new battery and this time the display did not return. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.